Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the bolus procedure. The reporter did not know the blood glucose reading. It was stated that they went running and their was a slight drizzle of rain. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.